Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had blank display and unexpected restart. Customer stated she was using shots and went back on the insulin pump after vacation. Troubleshooting was done. Customer's blood glucose was 294 mg/dl. Customer treated with manual injection. The display returned during troubleshooting. Advised the customer the battery cap would be replaced. The customer was advised to monitor the insulin pump. No further information provided.